Manufacturer narrative:
Investigation: bd received 6 insyte autoguard 20 gauge blood control units from lot 8186683 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned units and observed poor perforation between the packages. The engineer attempted to separate the packages and resistance was felt along with tearing. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a packaging issue caused by low pressure in the perforating knife. The knife failed to perforate and separate the packages completely.

Event description:
It was reported that 3 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced poor perforation, (not cut properly), on packaging. Product defects were noted prior to use. The following information was provided by the initial reporter: the perforations are hard to tear.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced poor perforation, (not cut properly), on packaging. Product defects were noted prior to use. The following information was provided by the initial reporter: the perforations are hard to tear.